Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient. It was reported that a ¿call hcp-574¿ error code was displayed and that no programmed parameters had been detected, although the implantable neurostimulator (ins) was previously programmed. The manufacturer representative stated that the patient was implanted on (B)(6) 2016 and that their first programming session/activation was on the date of this report. It was noted that the manufacturer representative programmed the patient with four groups that worked and hadn¿t ran any impedances. The manufacturer representative stated that they wanted to show the patient MRI mode, but when they used the patient programmer they saw the ¿poor communication¿ symbol and the 574 code. It was noted that they exited the clinician programmer 8840 session correctly. The manufacturer representative reported that they read the ins with the clinician programmer 8840 after the error code appeared and all programming had been erased. It was recommended that the manufacturer representative continue reprogramming the patient. No patient symptoms were reported. Indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative (rep) indicated that actions taken to resolve the event included all the groups and programs being programmed again on the same day of the original call. The rep did not know the cause of the error codes. The erased programming and error codes had been resolved as all the new programs and programmer were tested and working again.